Manufacturer narrative:
Eval summary: inspection of the returned device confirmed that the device was fractured from foreseeable usage. The associated device was manufactured to strykers required design and material specs. The event is related to a trend of similar events where the polypropylene heads of triathlon pkr impactors are damaged from foreseeable impaction due to their material and geometry configuration. A design non-conformance was observed.

Event description:
It was reported that, "impacting femoral component (prk uni) and plastic broke.